Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the breath delivery (bd) printed circuit board (pcb). The customer reported to have replaced the bd pcb.

Event description:
It was reported that, while in use on a patient an 840 ventilator generated an inoperable diagnostic message. The patient was removed form the ventilator and manually ventilated via an ambu bag. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.